Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable valp2 valproic acid results for 2 patient samples on a cobas 8000 c 502 module. Of the data provided, there was a discrepant valp2 result for 1 patient sample. The initial valp2 result was 4 ug/ml and was reported outside of the laboratory. The physician questioned the result based on the patient's history. The repeat valp2 result was 91 ug/ml. There was no allegation of an adverse event. The patient was not treated based on the initial result. Based on the alarm trace there were no alarms around the time of the measurements. The precision check provided by the customer was acceptable. The valp2 reagent lot number was 274084. The expiration date was asked for but not provided. Based on the provided calibration and qc data a general reagent and c 502 module issue can be excluded. Further investigation was unable to find a definitive root cause.